Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the metal cap is detached and not returned. There is no indication of break at the glass tip. The glass cap exhibits severe devitrification at output window, and mild char on surface. The fiber can independently rotated within outer flow tubing. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of metal cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during prostate procedure at 150,000j and 15 mins of use, fiber tip broke was noted. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.

Event description:
It was reported that during prostate procedure at 150,000j and 15 mins of use, fiber tip broke was noted. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.